Event description:
A malfunction on the customer's pump was reported as the screen went dark and wouldn't turn on. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to attempt various troubleshooting steps, but when these failed, it was decided to replace the pump. The customer was informed about using multiple daily injections (mdi) as a backup therapy, would be sent a new pump with updated software and received instructions for returning the faulty pump to tandem. The customer understood and acknowledged all instructions and arrangements.